Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-02907. It was reported the pt stopped using her system sometime in 2010, due to ineffective stimulation. The pt did not have her charger or programmer with her to confirm if the ipg was still functional. It was reported the pt is trying to decide if she wants her system explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.